Manufacturer narrative:
Product analysis: analysis was unable to confirm, the customer comment, that the analyzer generated an error message. Indicating, that the programmer has lost connection with the analyzer bay. At analysis, it was determined, that the analyzer had failed functional testing. The analyzer was decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the analyzer generated an error message, indicating, that the programmer has lost connection with the analyzer bay, when attempting to use the analyzer for the first time. Troubleshooting steps were taken to include replacing the analyzer with an alternative. Which resolved the issue. The analyzer has been returned for evaluation. And subsequently, tested out of specification, during manufacturer's analysis. There was no patient involvement.